Manufacturer narrative:
(B)(4). The device history record of batch number 74b1602140 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The capio needle got stuck in the uterosacral ligament of one of the ladies undergoing sacrospinous fixation and the needle was not retrievable. The patient's condition was reported as fine.